Event description:
It was reported that two lead revisions due to high pacing thresholds were performed on (B)(6) 2004 and (B)(6) 2004. On (B)(6) 2012, an alert for elevated svc coil impedance was observed. On (B)(6) 2012, high voltage lead impedance as well as noise sensing on the svc to rv coils were observed. Lead malfunction was suspected, however, it was uncertain whether this was a system malfunction or device malfunction. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.